Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and severely tortuous right posterior descending artery to the atrioventricular branch of the right coronary artery (rca). A 2.25x20mm promus element plus drug eluting stent delivery system (sds) was selected to treat the lesion; however the device was unable to cross the lesion due to the severe calcification. The physician performed a parallel wire technique and then attempted to use a non-bsc micro catheter to aid in crossing, but the device was still unable to cross the target lesion. The sds was removed from the patient. It was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.